Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry and the uplink functional tests were out of specification; the rf (radio frequency) head cable found out of electrical specification. Analysis also found the label is missing laminate. Concomitant products: product ID 2090 programmer; product ID 229047 analyzer. (B)(4).